Manufacturer narrative:
The impella device was discarded by the customer. And therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "be careful not to pull on the impella catheter, when transferring a patient from one bed to another". ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported, a 66-year-old male noted as high risk percutaneous cardiac insertion (hrpci). Was implanted with an impella cp device for mechanical circulatory support. Following the insertion of the device, the patient sat up and bent both legs while, experiencing ventricular tachycardia. And subsequently, caused a perforation in the left femoral artery. The perforation was discovered, when the pump was explanted following the scheduled pci. Vascular surgery was consulted to repair the noted perforation.

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Data logs were returned and investigated. The root cause of the vascular damage issue was use related since vascular damage was noted during patient movement. The failure mode will be monitored and trended.